Event description:
All results are mg/dl. Inform user reported: (B)(6) 2013 a lab was drawn at 5:45 am and it was reported back at 6:58 am as 15. On (B)(6) 2013 at 6:37 am a fingerstick on meter read 184. On (B)(6) 2013 at 6:58 am the patient was found unresponsive. 1/15/13 at 7:00 am the patient was given 1/2 amp of d50; (B)(6) 2013 an arterial sample was collected at 7:02 am and reported back at 7:15 am as 22; (B)(6) 2012 at 7:07 am a fingerstick on meter read 333. At 7:15 am the patient was given 1/2 amp of d50. The patient was responding and alert. The patient was then given 2 cups of orange juice. Patient is currently ok. Strips are not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return